Event description:
The customer reported that the system display would intermittently black out during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a lemo connector. The system operates as intended.